Event description:
The customer reported that at the beginning of a stem cell collection procedure, they received 'access pressure' alarms and the patient began swelling in the eyes and coughing. The procedure was discontinued, with plans to resume the following day. The patient received 25mg of IV benadryl in response to his reaction per the transplant medical director. At the time the customer reported this event, the patient was feeling better. His eyes were not getting worse, but he still had a cough. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). Investigation: the caridianbct support specialist had the customer close the access line and open the access saline roller clamp. The customer stated she could see a saline flow in the drip chamber, indicating the 'access pressure' alarm was not caused by the disposable set, but by the venous access. Per the customer, the transplant director felt like the patient had an allergic reaction from a platelet transfusion that he received prior to starting the stem cell collection. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: based on the customer checking the saline flow in the set, the access pressure alarms were likely due to an issue with the patient's access site and not the disposable set.